Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler fell apart during loading. All parts of the device in the box also broke off. They opened a new product to complete the case. There was no patient injury.